Event description:
A customer contacted beckman coulter regarding erratic sodium (na) results from a single pt that were generated by the synchron lx 20 instrument. An ER pt's sample was tested for na; the result was 124mmol/l. The result was reported out of the lab. The customer repeated testing for na and obtained result of 128mmol/l. No information was provided if the original sample was used or if the pt was re-drawn. The customer indicated that the pt sample was tested for na on another instrument. The na result was 132mmol/l. The customer stated that "took a long time in examining pt to discover why low na".